Event description:
The laser tip broke off 3 inches from the end, causes damage to our cystoscopes. The intended procedure was completed by using a laser fiber from the same company just a different lot number.====================== manufacturer response for holmium laser tip, olympus (per site reporter)======================they planned to pull all the rfid holmium -lightguide laser with the lot #, due to their faulty fires.